Manufacturer narrative:
Batch review performed on july 28,2015. Gmk-sphere tibial tray fixed cemented ref 02.07.1203r, lot 148726: (B)(4) items manufactured and released on march 4, 2015. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any other similar reported issue. Gmk-sphere femoral component sphere cemented # 2 r ref 02.12.0002r, lot 147226 ((B)(4)): (B)(4) items manufactured and released on january 14, 2015. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any other similar reported issue. Gmk-sphere tibial insert fixed sphere flex #3/14 mm r ref 02.12.0314fr, lot # 120358 ((B)(4)): (B)(4) items manufactured and released on april 20, 2012. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any other similar reported issue. On july 31, 2015, the sales reported that the pt has received no further surgery yet and cement spacers are still there to treat the infection.

Manufacturer narrative:
On 29 september 2015 it was prepared a final report with the information already submitted in the intial report. On 27 october 2015 the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).